Event description:
Endoleak was present post-implant. The type of endoleak could not be determined. The endoleak was thought to definitely come from the distal portion of graft so decision was made to re-line the iliac limbs and re-balloon. After doing so, the endoleak was still present. The physician decided that he would re-CT the patient in 30 days.

Manufacturer narrative:
The complaint device was not returned for evaluation and remains in-situ. Additional information was received: on 24 may 2017: "because they relined it (the device), the physician no longer thinks that it was a type 3 or a fabric tear. The physician thinks that it was a type 2 but he is not sure. They will re-CT the patient in 30 days." On 30 may 2017: "the patient had a repeat CT scan on the (B)(6) 2017 showing that there is evidence of a type 2 endoleak with retrograde filling of the aneurysmal sac via collateralization from the arc of riolan within the left lower quadrant of the abdomen. The physician agrees with these findings and since there is no type 1 or type 3 endoleak, the physician is going to re CT her in 5 months." Photographs of the medical imaging was received and reviewed by william a cook (B)(4) medical director: "there is a suggestion on some of these still frames that the endoleak may be from the distal lumbar arteries, making it a type 2 endoleak. I can¿t see any evidence that it is a type 3 endoloeak from the graft components. The most likely scenario is a type 2 endoleak, probably from a distal lumbar artery." Based on the information present, it appears to be a type 2 endoleak and therefore there is no alleged non-conformance or deficiency of the device.

Event description:
Endoleak was present post-implant. The type of endoleak could not be determined. The endoleak was thought to definitely come from the distal portion of graft so decision was made to re-line the iliac limbs and re-balloon. After doing so, the endoleak was still present. The physician decided that he would re-CT the patient in 30 days.